Event description:
The device involved in this case has been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case failed control solution testing. If any additional info is available, the FDA will be notified in a follow up report. At this time, co considers this matter closed.